Event description:
It was reported that altitude alarm occurred multiple times on pump when customer was not at high altitude. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.